Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and found that the unit over temperature and went into standby. To fix the issue, the fse replaced the temp sensor and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had an over temperature issue. The unit alarmed for the reported issue. There was no patient involvement, and no adverse event reported.